Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10. It was reported that during use cardiosave intra-aortic balloon pump (iabp) had sensor failure and currently attempting to transduce the central lumen because the fo was in "sensor failure". Customer was unable to transduce and the pump displays "no cable". Another pump displayed the same thing. The fo is disconnected. Customer states that the central lumen flushes, and has tried another transducer set. Connections to the red pressure adapter are correct, but pressure cable end doesn't screw in to the red adapter as it should although the pins fit. Getinge representative discussed the possibility that it could be the wrong cable for the pump to which customer agrees and advised to check other pumps within the hospital for more cables. States that the problem was with the red cardiosave bp adapter cable. Getinge representative followed up and they tried another cable- same part/cable and were able to read the blood pressure on the pump. As of now, the investigation is closed, if information for serial number is received reopen the complaint and update it. H3 other text : repair service not done.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer is currently attempting to transduce the central lumen because the fo was in "sensor failure" . The customer is unable to transduce and the pump displays "no cable". Another pump displayed the same thing. The fo is disconnected. Customer states that the central lumen flushes, and they have tried another transducer set. Connections to the red pressure adapter are correct, but states that the pressure cable end doesn't screw in to the red adapter as it should although the pins fit. Discussed the possibility that it could be the wrong cable for the pump to which customer agrees. The hospital uses fo primarily and he indicated that they often have issues with iab related to their lack of understanding and experience. Advised to check other pumps within the hospital for more cables. Customer will do this once out of the or.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.